Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) battery exhibited early battery depletion. The battery was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The battery bat581175 was not returned for evaluation. The reported event could not be confirmed as the unit was not returned for analysis. Additionally, log files were not available for analysis. Applicable risk documentation and experience with events of similar circumstances were considered; events involving panasonic batteries that rapidly discharge can be attributed to soldering or welding defects. If information is provided in the future, a supplemental report will be issued.